Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report received that the patient's ipg was beeping. The physician and the bsn representative were not able to verify the complaint. The patient underwent an ipg replacement procedure. The patient is reportedly doing well.